Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by following instructions to inspect and clean the pump components, but was unsuccessful in loading a new cartridge. Despite assistance, the customer could not complete the process and was advised to use syringes as an alternative insulin delivery method. The issue was escalated for further troubleshooting, and replacement cartridges were sent as a goodwill gesture. The customer was able to successfully resume insulin delivery and was instructed to monitor the pump's performance.